Manufacturer narrative:
Device analysis report. This report is submitted on march 07, 2024.

Event description:
Per the clinic, the device was explanted on (B)(6) 2024, for unspecific medical reasons. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on january 24, 2024.